Manufacturer narrative:
The manufacturer is still waiting for the arrival of the pump.

Event description:
The user reported that the pump over-infused by (B)(4) and had an intermittent system error alarm. "There was an issue with pump #9 on friday. An infusion of 124ml was set to run at 124ml/h alarmed 'air in line' after about 32 min. The bag was empty and volume instilled was listed as 58ml. Pharmacy verified x 2 personnel that 24ml of drug was added to a 100ml ns bag which gave us the 124ml. The pump also indicated at the time of the alarm that 66ml was left to infuse. The tubing was the filtered tubing (B)(4). No harm came to the patient, but this is a concern. We have removed the pump from the floor at this time. The nurse did run a liter of ns through over an hour on another patient using this pump and there were no issues. She did notice that the pump briefly had 'system error report' go across the screen after second patient was done but it didn't last long enough for her to do anything." The medication being infused was opdivo. No patient injury or harm occured in this case.

Manufacturer narrative:
The user-reported issue was not confirmed. The device was found to have a flow rate accuracy of 0.95%, which was within the +/-5% specification. Zyno medical was unable to replicate the intermittent system error alarm. The device was found to perform as expected and tested to meet all specifications on 07/17/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00226).